Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was plus 400 mg/dl at time of incident and treated with manual injection and current blood glucose level was 169 mg/dl. Customer declined troubleshooting for high blood glucose event. Customer stated that the first infusion set seemed that the insulin did not going through the tubing so removed it, on the second set the introducer needle bent. The device will not be returned for analysis.